Event description:
Customer states the compact system is displaying a result before blood is applied to the strip. Customer states for the last 6 months the meter will randomly self-start and display moving zeros. Customer states the last time the meter gave an undosed result was 5 days ago, but he does not recall what the result was. The customer did not provide the location where the malfunction occurred. No adverse event reported. L1 control was run 5 days ago and was in range. Requested return of suspect device and replacement was sent. Accu-chek compact system: test strip lot number and expiration date unknown.

Manufacturer narrative:
The suspect product is the compact meter.